Manufacturer narrative:
No da vinci products were returned for failure analysis. Two stapler instruments were used during the procedure; it is likely the first stapler that was use during the event as the surgeon stated it was either the 3rd or 4th fire and it was a gray reload. The back-up / second stapler was then used for the remainder of the procedure, and started with a gray reload. Stapler logs show the first sureform 45 curved-tip stapler instrument was installed on the system 5 times and fired 4 reloads (3 blue, followed by 1 gray). On installs 1-3, the firings were each completed with no pauses for compression. On install 4, no firing was attempted due to an error indicating that the lockout mechanism was detected. On install 5, the first clamp was successful, but was followed by a firing failure that was paused for compression after a duration of approximately 15 seconds. The instrument was then removed and not used in the procedure again. The second sureform 45 curved-tip stapler instrument, was installed on the system 11 times and fired 10 reloads (1 gray, 3 blue, 1 green, 1 black, 1 green, 2 black, 1 blue). On installs 1, 2, 4-8, and 10, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 3, a blue reload was installed, however no clamping or firing was attempted. On install 9, firing was completed after several pauses for compression. On install 10, the first clamp was incomplete; the next clamp was successful, and the firing was completed. One image was provided for review that shows staples placed on the pulmonary artery. Both sides of the staple line appear to have three rows of staples implanted and intact. The transection between the staples is incomplete. Some amount of blood is oozing from the proximal right side where tissue had been transected. Based upon the image alone, this appears similar to a partial fire, where higher than expected forces are detected by the stapler smartfire algorithm, and the fire stops before fully completing. However, the surgeon's report of an error message occurring, jaws remaining closed following the fire, and required use of the manual release knob implies the possibility of another mechanical issue. Without return of the sureform 45 curved-tip stapler instrument, a root cause cannot be determined. Section d10: concomitant products: sureform 45 curved-tip stapler instrument 480545-06 k18250925-0253. Sureform 45 curved-tip stapler instrument 480545-06 k18250925-0266.

Event description:
It was reported that during a pulmonary segmentectomy, a sureform 45 curved-tip stapler with a gray sureform 45 reload was used on a pulmonary artery branch. When they fired the stapler, an unspecified error occurred, and the stapler would not open after firing. The surgeon stated that the tissue was definitely not too thick as it was just a small segmental pulmonary artery. The staples were laid down; however, when the blade started the cut, it appeared to encounter resistance which must have caused tension/torsion on the tissues. They manually opened the stapler using the knob and observed three rows of staples, but the firing cycle was not complete. There was a small cut to the artery with an estimated blood loss of less than 200ml. They held pressure for approximately 20 minutes then clipped the artery. There were no other complications, and the procedure was completed as planned using another sureform 45 curved-tip stapler.